Event description:
It was reported that following successful stent deployment, the delivery system became stuck on the guide wire and the system could not be removed. During the removal attempt, the distal tip and the inner portion of the catheter broke. Both the tip and the inner catheter of the delivery system remained on the guidewire. They were successfully removed upon removal of the guidewire. There was no report of injury to the pt.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the mfg and inspection of this product and the product was found to have met all specifications prior to shipment. The delivery system has been returned for evaluation and the investigation is currently underway.